Manufacturer narrative:
(B)(4). Inspected 1 opened/used guardian sensor and found contact pad damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Svn: (B)(4) start date of the sensor: (B)(6) 2019. Location of sensor insertion: abdomen. Date of sensor alert: (B)(6) 2019. (B)(4). Initial notes: patient called in to report that he just put on a sensor 3am and after a couple of hours he was unable to calibrate as the pump is showing 55sg but his bg is at 140 inquired what led up to the complaint. Customer response: sg vs bg guardian sensor 3 - sg vs bg t/s per (B)(4). Date/time of insertion was: (B)(6) 2019. Location of insertion was: abdomen. Sensor lot #: hg30pd2. Adv it is best to focus more on trends (direction and speed of sg readings) and less on individual glucose numbers. Adv sensor glucose readings will rarely match bg meter readings because of how glucose travels through the body. Adv larger differences should be expected after meals, insulin bolus, or when rise/fall arrows are present on the pump screen. Adv the higher the bg value, the greater the potential for a difference between sg vs bg. Adv on average sg vs bg differences should remain under 20% over the life of the sensor. Insulin delivery was suspended due to sg vs bg difference. Customer's outcome pertaining to the complaint: sg vs bg additional notes: bg required calibrate now change sensor.